Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/21/2025, it was reported by a sales representative via (B)(4) that an ar-8925ss k-less t-rope was damaged. No further information was provided. This was discovered during the case with no patient harm. Additional information was received via sales rep on 05/09/2025 that the tightrope broke on final tensioning. It broke at the button and pulled through and was not tight anymore. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6.